Event description:
After calling to report a no delivery alarm during basal, customer's mother reported that air bubbles were present in the tubing. Caller stated that the air bubbles were then causing a no delivery alarm during manual priming. Blood glucose level at the time of the call was 58 mg/dl. Caller reported that the customer previously had a blood glucose level over 500 mg/dl for which they overtreated, causing the low. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.